Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. Manufacturer's field service engineer (fse) evaluated the device and confirmed the reported issue. Fse attempted to calibrate the touch screen and replaced the unit's touchscreen to resolve the reported issue. Unit was tested and ready for patient use.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The customer reported there was no patient involvement.

Manufacturer narrative:
MFR received date: 03 sep 2019. The touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ullr and ur_ll resistance being out of specification is what caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The customer reported there was no patient involvement.